Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with button error alarm. It was reported that the pump would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces also, with corroded battery tube. No button error alarms noted. The insulin pump had cracked case at the display window corners, cracked reservoir tube, broken belt clip slot and minor scratches on the lcd window.